Event description:
It was reported that the patient underwent a multi-stage knee revision due to infection. The first stage was on an unknown date in (B)(6) 2014, where the knee components were removed and an antibiotic spacer was placed. The patient underwent an additional procedure for debridement and second placement of an antibiotic spacer replacement in (B)(6) 2014. The final stage was performed on (B)(6) 2014.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Review of the primary operative notes indicates excellent stability and good range of motion of the final components. Operative notes from the second stage of a two stage - revision indicate that the patient had a deep wound infection. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, infection is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.